Event description:
It was reported that a patient saw a broken coil cable on a bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that a patient saw a broken coil cable on a bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
There was no issue to resolve for the customer. The bed malfunction was alleged by a visitor at the hospital and no one at the account could find the bed alleged in this complaint. The account does not have any record of any pendant repairs having been performed or requiring repairs.